Event description:
It was reported that during the attempted implant procedure, the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was noted that the proximal conductor was stretched, the distal conductor was fractured due to overstress, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant.